Event description:
A pt reported blood glucose results of "120 mg/dl" with a lifescan meter and "197 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the test there was no interventon that would be expected to change the blood glucose.